Manufacturer narrative:
D9 - date returned to mfg: 12/19/2025. Received one (1) used. List #140019291, primary plum set and one (1) used. List #011-cl3020, 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger for inspection. As received, there was a stickdown. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested, and a leak was observed. The clave was disassembled, and a bent spike and torn seal were observed. The reported complaint of a leak can be confirmed. The probable cause of the bent spike is due to a salt lake city molding defect. The lot history was reviewed and found to be within a corrective action plan. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm was reportedly primed with saline and inserted into the plum 360 infusion pump correctly. A list no: 011-cl3020 (40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger) was connected to docetaxel chemo then to the primary line with a spiros. The nurse noted a chemo spill as it started to run through the spiros or clave connection after use on the patient for an unspecified number of minutes. The chemo ran through the surface of the plum pump. The lines were then disconnected and bagged for collection. The chemo spill protocol was activated and cleaned. The staff wore ppe. There was no direct contact and no direct injury. There was an unspecified delay in the patient's therapy, but no adverse events or harm.

Manufacturer narrative:
Additional information in b5. D9 - date returned to mfg: 12/19/2025.

Event description:
There were no physical defects noted in the product. The product was replaced, and therapy resumed without any further issues.